Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for (B)(4)with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and one issue was identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer blood alcohol determinations sodium fluoride: 100mg potassium oxalate: 20mg had insufficient additive quantities. No report of serious injury or medical intervention.